Event description:
It was reported that this pacemaker was attempted to be implanted, however, when the physician was attempting to insert the right ventricular (rv) lead into the port, the screw came out of the header and was attached to the screwdriver. Another device was used. The original device will be returned for analysis. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. However, it was noted that the device was missing the right ventricular (rv) lead setscrew. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. However, it was noted that the device was missing the right ventricular (rv) lead setscrew. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was attempted to be implanted, however, when the physician was attempting to insert the right ventricular (rv) lead into the port, the screw came out of the header and was attached to the screwdriver. Another device was used. The original device will be returned for analysis. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this pacemaker was attempted to be implanted, however, when the physician was attempting to insert the right ventricular (rv) lead into the port, the screw came out of the header and was attached to the screwdriver. Another device was used. The original device will be returned for analysis. No adverse patient effects were reported.